Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. While on support, the patient had inconsistent changes in waveforms not relating to monitor ao pressure. Diastolic flows significantly decreased intermittently. The impella position was unknown, and it was recommended to get an echo when issue arrives to see where pump position is. The impella 5.5 was a successful bridge to a left ventricular assist device for the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Pump was not returned for investigation. As per the data logs, the signal not reliable was a little spread corresponding to the impella position unknown alarms but the other parameters were stable. There were numerous of "impella position unknown" alarms but no placement signal not reliable alarms were observed. Position was mentioned to be good in the clinical. No hard failures of the pump were identified on the data logs. The root cause of the optical issue was not determined since product was not returned and data logs were inconclusive. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
It was reported by the customer that the device exhibited sensor placement issues.

Manufacturer narrative:
D6b: corrected explant date.

Manufacturer narrative:
G3: date corrected.